Event description:
An initial report of the potential for hospitalization was received by united therapeutics drug safety on 05-may-2025 and forwarded to millyard advanced medical products, llc on 06-may-2025. The patient's granddaughter reported that the patient's pump alarmed for pump battery low and occlusion alarms, and cassette change errors. The granddaughter attempted to switch to the backup pump but reported the same errors and that the pump stopped. Further troubleshooting was not possible due to running out of medication. Backup systems and supplies were couriered, and the patient was instructed to restart therapy at the same rate after being off remodulin for 5 to 8 hours. No adverse side effects were reported. No components or further information related to the reported event have been made available to millyard advanced medical products, llc for further evaluation. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.